Event description:
Related to MFR report number 2183959-2012-00591. It was reported the patient was implanted with an elevate anterior and apical system on or about (B)(6) 2010 to treat her pelvic organ prolapse. The patient experienced pelvic pain and prolapse. On or about (B)(6) 2011 the patient underwent removal and revision of her vaginal sling. The patient continued to experience painful injuries including back pain, physical pain and mental anguish, urinary incontinence and urgency, physical deformity, difficulty with sexual intercourse, infections, erosion of the vaginal wall and other tissues, disability, impairment, and permanent injury.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.